Event description:
Surgeon removed indwelling port-a-cath, left subclavian chest. Pressurizing the catheter showed a longitudinal split in the catheter in the area that would have been just under the clavicle.